Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with approximately 120-150 units of insulin. At the time of the call, the customer reported receiving an accurate fill estimate, and declined to perform troubleshooting with tandem technical support for the past events. There was no impact to the customer's blood glucose level.